Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: ni. Event description: medwatch: (B)(4). Surgeon was using device and went to do an additional area and the device would not work and produce energy. Jaw of the device broke, it remained intact but stopped working. No harm or injury was identified to patient. Product is available for return. Type of intervention: ni. Patient status: no harm or injury was identified to patient.

Event description:
Procedure performed: ni. Event description: medwatch (B)(4). Surgeon was using device and went to do an additional area and the device would not work and produce energy. Jaw of the device broke, it remained intact but stopped working. No harm or injury was identified to patient. Product is available for return. Type of intervention: ni patient status: no harm or injury was identified to patient

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformance that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported evet was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report (B)(4). Correction to section h6 / device code: updated to 2923 device dislodged or dislocated correction to section e - update to initial reporter's information.